Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.

Event description:
It was reported that two years after a coronary artery drug eluting stenting treatment procedure a patient death occurred. Two years ago a patient was treated with an unspecified taxus express2 drug eluting stent (des). The lesion location was in the right coronary artery (rca). There were no lesion characteristics reported. Two years later the patient presented to the hospital with chest pain. He was taken to the cath lab and angiography revealed the rca was occluded. An unspecified guide wire was advanced and a non-bsc bare metal stent was deployed to treat the area. The patient went to the ICU where he later died of cardiogenic shock. It was reported that plavix therapy was stopped one year prior to this event. Additionally, the physician reported that the patient had been prescribed aspirin but was not sure whether the patient was using the medication. Further information has been requested but none has been received as of the date of this report.